Event description:
It was reported that on 01 august 2024, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, while inserting the sheath into patient's groin (femoral vein), the tip of the dilator was damaged and split. The delivery system had a contact with the guidewire before the split tip was noticed. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of tip of the dilator was damaged and split when inserting sheath into patient's groin was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Manufacturing engineering reviewed the reported details and deemed the reported event of dilator tip separation issue was related to a potential product quality issue. As a result of this finding, the reported event is under further investigation per internal procedures.